Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events cellulitis, infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, infection (early onset).

Event description:
Patient reported "a left side possible capsular contracture baker grade unknown, "bacteria infection, firm and hard, cellulitis, has never gone soft." Healthcare professional later reported baker grade ii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.